Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, type of investigation, component codes, investigation conclusions), a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that there was over temperature error. The fse replaced the compressor, screw kit and o ring. The fse performed all tests and calibrations according to protocol. Unit was returned to service.

Event description:
N/a

Manufacturer narrative:
Updated fields:b4,d9,e1(initial reporter)(event site mail), g3,g6,h2,h3,h6(problem code,type of investigation, investigation findings,component code, conclusion),h11. The failure analysis and testing dept. Received compressor, scroll with a reported unit failure of system over temperature. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed compressor, scroll into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave. The fat dept. Booted the unit into clinical mode, performed an autofill to allow the cardiosave to pump. After approximately 3 hours, the cardiosave stopped pumping and a system alarm was heard along with overtemperature observed on the display. The fat dept. Was able to replicate the complaint experienced by the customer. The scroll compressor failed testing. It's not known how many hours are on this cardiosave. If it is close to 5000 hours, wear and tear could be probable cause.otherwise it would be impossible to define. Retaining the scroll compressor in the fat dept. Per procedure. When the scroll compressor temperature reaches 80 c the cardiosave system automatically enters stand by mode and therapy stops. A system over temperature alarm is displayed on the screen along with an audible alert. Once the compressor temperature drops below 80 c the system can be restarted by performing a power down and power up without requiring maintenance or repair. The scroll compressor increases its rpm based on therapy demand and higher demand can result in increased heat generation. Restricted airflow due to blocked vents around the cardiosave device can also cause internal temperature rise leading to over temperature alarms. Components that may contribute to this condition include mufflers drive regulator vacuum regulator scroll compressor temperature sensor motor control pcba fan and power supply monitor pcba.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical training provided by getinge representative, the cardiosave intra-aortic balloon pump (iabp) experienced a system over temperature error, causing the pump to stop working and a long continuous tone. There was no patient involvement.